Event description:
It was reported that the patient experienced recurring incontinence with a previous artificial urinary sphincter (aus). The physician believes that the patient's incontinence may be due to the age of the device, that possibly the balloon had lost some of its elasticity. All the components but the pump were removed, a new cuff and balloon were implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.